Manufacturer narrative:
The device was in patient use during therapy at the time of the reported issue was discovered; however, there was no harm to the patient or user. Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any parts or repair has been conducted. If additional information is later obtained, the complaint will be reopened.

Event description:
The customer reported that the ventilator keeps shutting down. It is unknown if there's patient involvement. Additional information has been requested. The customer observed the ventilator and verified there is 24v which means there is good ac input; the battery was at 16 volts, and the manufactured date on the battery is november 28, 2019. The customer checked the significant error logs and was unable to locate any ventilator inoperable codes or check ventilator codes during the time frame of the issue. The customer spoke with a remote service engineer who confirmed the power management board requires replacement.